Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that several attempts were made during the implant to extend the lead helix. It was noted that the helix did not extend normally inside the patient. The lead was not used and returned for analysis. No adverse patient effects were reported.